Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2008, implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. However, it was reported that the device expiration date is march 30, 2011. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Assistant: dr. (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a prefyx pps system device was implanted into the patient during a placement of prefyx tension-free transvaginal tape procedure performed on (B)(6) 2008 due to stress urinary incontinence, urgency and urge incontinence, significant cystocele and rectocele. The procedure was completed with no complications. The patient was brought to the recovery area in stable condition, having tolerated the procedure well. She was scheduled to return for routine postoperative care and follow up in the office. As reported by the patient's attorney, the patient experienced an unknown injury.